Event description:
It was reported by service report that the zoom function was working intermittently and jerking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: handle.